Event description:
It was reported that approximately 30 centimeters of the wiggle wire separated during the procedure in the right tibial artery target lesion. The entire wiggle wire was successfully removed with a snare device. There were no adverse patient effects reported. Though requested, there was no additional information provided.

Event description:
Subsequent to the initial medwatch filed, device evaluation found that the complaint device was actually a whisper wire, not a wiggle wire.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned whisper guide wire noted blood and contrast on the black polymer which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the core and black polymer coating were separated, 21.2 cm distal to the proximal end of the black polymer coating. A piece of the separated portion was returned for a length of 7.8 cm. The proximal end of the separated portion was jagged and the distal end was smooth. The tip ball was separated and not returned. Scanning electron microscope analysis of the guide wire suggests that the proximal core failure may be attributed to ductile overload at a bend. The distal core failure may be attributed to ductile overload and the tip coil failure may be attributed to mechanical damage. For the guide wire to fail in this manner, the wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. Any attempts to move the guide wire in a trapped state could have then caused the reported tip separation. Though the patient anatomical information was requested, it was not provided which could have aided in determination of the cause. Analysis also noted multiple bends through out the entire length of the returned separated portion which is consistent with product handling of the guide wire during procedural retrieval from the anatomy as no damage was noted prior to use. Overall, the reported guide wire separation, and the noted separated coil and polymer, and bends in the core appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.